Event description:
On 26aug2024 it was noted that following a controller exchange the new controller would not clear an ebb fault. Another controller was provided, and this one worked.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) atypically alarming for low voltage was not able to be confirmed. The system controller was not returned for analysis. Data was reviewed from submitted log files from the reported event dates of 20aug2024 ¿ 26aug2024 and showed the controller functioning as intended. All low voltage advisory alarms were due to routine battery depletion. Provided information indicated that the controller was exchanged on (B)(6) 2024. Attempts to gain additional event information were made, but no response was received. The root cause for the reported event was unable to be determined via this investigation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.